Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon was able to complete the procedure; however, the balloon could not be deflated. The device was then removed from the patient together with the endoscope, and the catheter was cut in order to be separated from the endoscope. The procedure was completed with the original device used. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon was able to complete the procedure; however, the balloon could not be deflated. The device was then removed from the patient together with the endoscope, and the catheter was cut in order to be separated from the endoscope. The procedure was completed with the original device used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1149 captures the reportable event of balloon failed to deflate. Block h10: investigation results visual examination of the returned complaint device found the balloon and catheter were detached from the delivery system, which is consistent with the customer's report that the catheter was manually cut during the procedure in order to be removed from the scope. It was noted that the catheter of the device was kinked in multiple sections. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as lesion characteristics, handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure could have resulted in the failure reported. Therefore, the most probable root cause is adverse event related to procedure a review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.